Manufacturer narrative:
(B)(4). 3004753838-2026-155593 was reported in error. Please disregard initial reporting of h6 code 4115, as this was included incorrectly included.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that"wire/needle/cannula damage or missing" occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined.

Manufacturer narrative:
(B)(4).